Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately seven years ago. Aneurysm and vessel morphology from the time of implant are unknown. It was reported that the stent graft was found to have migrated 45 mm below the renal artery. There was also evidence of a proximal type I endoleak. Review of the films showed that the aortic neck had dilated significantly causing the migration. The aortic neck had an angulation of 50 degrees and it was dilated to 31-32 mm in diameter. The physician implanted an endurant (B)(4) bifurcated stent graft above the aneurx (B)(4) stent graft and this successfully resolved the stent graft migration and the proximal type I endoleak. Also, an endurant iliac stent graft (B)(4) was used to extend the contralateral limb. The patient is fine. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (stent graft migration, endoleak); patient's condition affected effectiveness of device (disease progression, aortic neck dilatation and angulation). Conclusion: device failure/lack of effectiveness related to patient condition (disease progression, aortic neck dilatation and angulation).